Event description:
It was reported that the pump touch screen is lifting, leading to screen being unresponsive and unreadable. There was no reported impact to the customer's blood glucose level. Reportedly, customer reverted to an alternate method of insulin therapy.